Event description:
Customer received a reading of 300 mg/dl on their precision xtra meter and took insulin based on this reading. Paramedics were called and upon arrival the found the customer unconscious. Paramedics treated the customer with a dextrose IV and transported the customer to the hospital.